Event description:
During review of the programming history it was noted that the pt's device settings had changed due to a system diagnostics test. Pt left the office with output current 0 ma after a system test was performed. A final interrogation was not performed and the change in settings was not noted until the next office visit. This is a known event and addressed in cyberonics labeling that a system test can change device settings and therefore, it is important to perform a final interrogation to confirm that the device settings are as intended.

Manufacturer narrative:
Analysis of programming history.